Event description:
The advocate stated the customer tested her blood glucose using her breeze2 meter and received a reading of 233 mg/dl. A few minutes later, the customer began to exhibit symptoms of low glucose, so the advocate called the paramedics. When paramedics arrived, they tested the customer's blood glucose at 26 mg/dl. The customer was taken to the hospital where she received treatment. The advocate did not provide any other info about the event. The customer was still hospitalized at the time of the call. The advocate performed control tests during the call and the results fell within the normal control range. The advocate was still advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.